Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration and device manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anteroposterior cruciate ligament reconstruction and medial collateral ligament repair procedure of the right knee on (B)(6) 2021, it was observed that rgdloop adjustable long suture device broke upon tightening. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during the surgery of anteroposterior cruciate ligament reconstruction and medial collateral ligament repair of right knee, when tightened the suture, the suture was broken off (as the attached photo shows). The device was received and evaluated. When performing the visual inspection, it could be observed that the white suture has a breakage and is frayed on both sides as the photo provided by the customer is showing. A manufacturing record evaluation was performed for the finished device 7l00230 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, when inserting through the bone tunnel, the white suture could have rubbed with the bone internal walls, also an excessive counter tension applied can contribute to a breakage and frayed suture. As per IFU 111882 the steps for a proper insertion are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.